Event description:
It was reported, the patient experienced a decrease in the therapeutic effect of their device. It was stated that the patient's symptoms had returned over the three months prior to the event. After checking in to the hospital, the patient's leads were found to be broken. It was reported, the patient's leads were replaced and the patient recovered. Patient's name was reported, but no other patient information could be obtained.

Manufacturer narrative:
(B)(4). Final analysis: analysis revealed the lead was cut through in two locations. The conductor coils were crushed at suspected tool marks in the outer insulation in the distal segment of the lead. All four conductors were broken in four locations in the proximal segment. The conductor breaks occurred at 3.3 cm, 4.5 cm, 8.5 cm and 8.8 cm from the proximal end of the lead. The lead was slightly stretched and the #0 conductor was broken at the #0 connector weld site. The conductors were severely stretched from the suspected burr hole location to the cut-off. There was cosmetic esc on the outer insulation on approximately fifty percent of the lead length. The proximal segment returned had all the circuits open and there was a short between the #0 and #2 circuits. The medial segment returned had acceptable continuity on all circuits and no shorts. The outer insulation was broken at severe esc near the suspected burr hole cap location. The lead was slightly stretched at the #0 connector. In the proximal segment returned, there was a short between the #0 and #2 circuits that was suspected to be at one of the break locations. In the distal segment returned, all the circuits were shorted. Reason for late MDR due to implementation of process improvement.